Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) level of 510mg/dl; cause was unknown. Customer attempted to bring bg level down by administering manual injections. Customer was hospitalized and treated with fluids and manual injections to resolve the issue. Customer was discharged on (B)(6) 2019 with no permanent damage. System check was performed with tandem technical support and no issues were identified. Reportedly, the customer continued to use the pump for insulin therapy.